Manufacturer narrative:
The root cause of this event was patient factors.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by patient and/or procedural related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 19mm magna ease aortic valve underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years due to severe aortic stenosis and patient prosthesis mismatch. The patient presented with chronic diastolic congestive heart failure, nyha class ii. The surgical valve was fractured using a 20mm true balloon and a successful tavr was performed with basilica procedure, with a 20mm 9750tfx valve. As reported, the patient was transferred to pacu in stable condition. The patient tolerate the procedure well and was discharged home on pod #1.

Manufacturer narrative:
The root cause of this event cannot be determined with the available information.